Event description:
The customer reported that the system displayed multiples error messages that rebooting the system would not clear. Then the system stopped booting up altogether. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sys batteries were replaced. The system was then found to be operating as intended.